Event description:
It was reported that the patient presented for a routine follow up in clinic. It was noted upon interrogation that multiple high ventricular rate episodes due to over sensed noise was present on the right ventricular (rv) lead. The noise was reproducible through isometric movements. The physician was notified and no changes to programming were made. The patient remained stable and was to continue being monitored.